Event description:
Letter received from claimant's attorney stating the user sustained multiple injuries while using the chair and the chair malfunctioned in an unspecified manner. Two photo's were attached to the letter. In both photo's a shower chair is shown broke into two pieces. The break goes across the seat of the chair from side to side.